Manufacturer narrative:
Zoll circulation has received the product in complaint and a supplemental report will be provided when investigation is completed. Please see the following related MFR reports: #3003793491-2013-00798 for autopulse resuscitation system s/n (B)(4). #3003793491-2013-00799 for autopulse nimh battery with sn (B)(4).

Manufacturer narrative:
Nimh battery s/n (B)(4) was returned to zoll for investigation. The battery was placed in the battery tester and the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 891.4w. The battery was then fully charged, test cycled and re-tested with the battery charger and the results revealed that the battery was below the minimum power output watts of 1300w with a reading of 1258.1w.

Event description:
It was reported that during patient care, the autopulse resuscitation system constantly displayed a ¿low/replace battery¿ message. Customer indicated that the platform failure did not contribute to the patient's death/injury. Additional information was received on (B)(6) 2013 whereby it was confirmed that the patient expired. Cause of death is believed to be a result of cardiac arrest. Estimated date of event and death is believed to be (B)(6) 2013, however, this could not be confirmed because customer was not present when event occurred. Customer refuses to provide autopsy report and sites hippa compliance. No additional details were provided.